Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Manufacturer narrative:
It was communicated that neither surgeon nor the hospital wish to be contacted on the matter nor will the explants be sent for investigation.

Event description:
It was reported that patient underwent polyethylene exchange and patella revision for suspected avascular necrosis of the patella. Surgeon consider this not to be an implant failure but a failure of the patient's anatomy.